Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator would freeze at the six images screen and would not complete power on self-test (post). There was no patient involvement.